Event description:
It was reported that one day post-op the incision was "leaky" and required one suture. Approximately 2 weeks post implant the surgeon attempted to reposition the iol due to lens dislocation but decided instead to remove and replace the iol with a different model lens. The pt's most recent bcva was reported as 20/25 and the pt's prognosis is good.

Manufacturer narrative:
The lens was discarded by the facility and therefore will not be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.